Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60350 batch # 0034316649. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include cerebral vascular accident (cva) (hospitalization). Risk review: a risk review was completed and confirmed that the event of cerebral vascular accident (cva) (hospitalization) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported a cerebral infarction occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During the routine follow-up transesophageal echocardiography (tee) on (B)(6) 2025, the posterior shoulder at 135-degrees was noted to have collapsed, and there was leak of approximately 2mm; no device related thrombus (drt) was noted. At that time, it was decided to continue with monitoring. On (B)(6) 2025, the patient was transported due to cerebral infarction. A micro-infarct was noted in the parietal lobe, and symptoms consistent with cerebral infarction were also noted. The patient was on clopidogrel monotherapy medication at the time of the stroke. The patient is currently admitted to the hospital and receiving treatment. The patient was reported to be in recovery, with no residual sequelae observed.

Event description:
It was reported a cerebral infarction occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During the routine follow-up transesophageal echocardiography (tee) on (B)(6) 2025, the posterior shoulder at 135-degrees was noted to have collapsed, and there was leak of approximately 2mm; no device related thrombus (drt) was noted. At that time, it was decided to continue with monitoring. On (B)(6) 2025, the patient was transported due to cerebral infarction. A micro-infarct was noted in the parietal lobe, and symptoms consistent with cerebral infarction were also noted. The patient was on clopidogrel monotherapy medication at the time of the stroke. The patient is currently admitted to the hospital and receiving treatment. The patient was reported to be in recovery, with no residual sequelae observed.